Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein the entire scs system was removed except for the one lead that split in half and was left inside the patient¿s body. No device malfunction was suspected with the ipg. No further course of action will be taken for the lead.

Event description:
A report was received that during the patient¿s lead revision procedure one of the leads split in half and part of the lead was unable to be pulled out of the patient. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that during the patient¿s lead revision procedure one of the leads split in half and part of the lead was unable to be pulled out of the patient. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein the entire scs system was removed except for the one lead that split in half and was left inside the patient¿s body. No device malfunction was suspected with the ipg.

Event description:
A report was received that during the patient¿s lead revision procedure one of the leads split in half and part of the lead was unable to be pulled out of the patient. The patient will undergo a lead replacement procedure.